Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair.according to the reporter: did not inflate. Did this result in tissue damage or patient injury? No there was no unanticipated blood loss of more than 250cc. If applicable, what was done to correct this condition? Another device was used.